Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent the second stage of a two-stage revision during the second knee revision surgery. The first stage occured on (B)(6) 2019. The first revision occured on (B)(6) 2018 and the primary surgery occured on (B)(6) 2019. The reason for revision is reported infection. During the revision, the antibiotic spacer was removed and new components were added.